Manufacturer narrative:
A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Event description:
International customer reported that a needle broke during an episiotomy repair. The patient was subsequently returned to surgery for explant of the retained fragment. No further information was provided.